Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the main pump would not power up. Per technical support, after troubleshooting over the phone, it was determined that the pump was powered on and could be controlled from the central control monitor (ccm), but there was no display at the local controller. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the display would occasionally freeze or turn off. The customer was able to show a photograph of the failed screen to the fsr although photo was not clear if the unit was simply unplugged/turned off or malfunctioning. On fsr arrival the unit was in working order, the customer was using the unit for cases for a few days with no problems. Since the fsr was unable to determine if this problem was related to a loose connection of some kind that had corrected itself, the fsr went ahead and replaced the display and driver boards in the centrifugal controller unit (ccu) as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. No parts will be returned to the manufacturer for evaluation, as they were scrapped on-site. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.